Event description:
It was reported the patient had his ambicor penile prosthesis replaced because prosthesis would not deflate. No patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.